Manufacturer narrative:
This report was corrected from an adverse event to a product problem.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose and diabetes ketoacidosis which caused a hospitalization. The customer was hospitalization with ketones due to insulin pump not delivering insulin in (B)(6) 2015. This resulted in high blood glucose of 30.3mmol/l. Customer then decided to discontinue the insulin pump and revert to injections. Customer was wearing the insulin pump at the time of hospitalization. Customer stated the diabetes nurse advised to stay on the injections. Customer now wants to start using insulin pump, but stated is not working. The customer's current blood glucose was 21.0mmol/l. Customer agreed to return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08730 inches. Unit was received with cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, cracked case at display window corner and stained address/serial number label.